Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The pocket erosion was observed during an office visit. The pocket erosion, revision, and explant were said to be resolved. The explanted device will not be returned because the hospital "trashed" it. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacture representative (rep) regarding a patient who was implanted with a neurostimulator for radicular pain syndrome (radiculopathies) and other pain indications-other. It was reported that the patient had a pocket erosion and so the healthcare professional (hcp) planned to remove the extensions and move the ins to the other side. There were no further complications reported or anticipated.